Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal procedure using legacy posterior fixation. It was found two years post op that rods on both left and right side were broken. The revision surgery was performed approximately two years post op to replace two broken rods. During the revision surgery, 9 set screws and one pedicle screw at l1 were also replaced. No additional patient complications were reported.